Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with small pustules under ECG electrodes on the back and side. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone ointment for the rash. Follow up indicated that the rash improved.